Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. App performed as expected per specification (ble connect mobile application and pump spid, 10957140doc). However the requirement, (B)(4) was not working as expected since pump design specification, (B)(4) was not met. We have found that the main reason for failed connection attempts was supervisor_timeout error code by the android bluetooth stack, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). Corresponding esf: 3728273. In this case, there are two possible reasons for such behavior: first: the other app that uses bluetooth is installed on the phone. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the apps, which use bluetooth have to be force-stopped as soon as they are not necessary. The issue could likely be resolved by the pump firmware update to s/w version 6.21 or higher. Second: the issue with the low-level bluetooth stack. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1.reset network settings: settings -> general management -> reset -> reset network settings. 2. Clean data of bluetooth app: settings apps tap on filter & sort? Icon (located right after your apps label) enable show system? Switch, press ok find and tap on bluetooth app storage & cache clear storage. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.